Manufacturer narrative:
This medwatch is for the suspect device used in inform system #2. Please see medwatch with a1 patient for suspect device in inform system #1.

Event description:
Caller reports back to back blood glucose results of 113mg/dl on inform system #2 compared to results of 326mg/dl on inform system #1. Caller reports quality controls were in range. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.